Event description:
A wallflex enteral colonic stent was placed in a male pt in 2008 for an intrinsic tumor in the recto-sigmoid junction. According to the complainant, one month later, the pt experienced the following symptoms: "fair ability to pass stool (requiring an) oral laxative or enemas to improve stool passing constipation, abdominal pain, (and) bloating." A perforation was diagnosed in the following day. The physician performed a "tumor and stent resection (along with a) hartmann procedure." At a follow-up visit three days later, the pt experienced a "fair ability to pass stool, constipation, abdominal pain, bloating, nausea, (and) vomiting." About 18 days later, the pt's condition was reported as "recovered".

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The feb 2008 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.